Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boson scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the handle was turned; however, the bands failed to deploy. A second attempt was made; however, two bands released at the same time. The procedure was completed with another speedband superview super 7 device. Additionally, the physician noted that there was difficulty pulling the trip wire tightly. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.